Event description:
Nurses were unable to remove the feeding tube from pt's right nare. Physician attempted to remove tube through the throat unsuccessfully. After approximately 1.5 hrs the tube was removed from nares with kelly clamp by the physician. Some vomiting and small amount of bleeding occurred. Otherwise, the child has no ill effects.